Event description:
It was reported that the user experienced an infusion set occlusion alert on the ilet system, and with only a limited volume of insulin remaining, proceeded with a full supply change which resolved the alert. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities and no medical intervention. Investigation included user education and troubleshooting by phone. Investigation of this case revealed that the occlusion condition resolved after replacement of supplies. It was concluded, based on previously established findings for similar reports, that the event was consistent with an infusion set occlusion that was corrected by supply change, with no further action required.